Event description:
It was reported that during a rectum cancer resection, when closing the stapler, it did not turn tightly. After the device was fired, the "anastoma stoma was integrity." One day after operation, blood was in the drainage tube. Three days after the operation, malformed staples were found in the drainage tube. The patient demonstrated signs of infection three days post-operatively and antibiotics were administered. One week after the operation, the surgeon performed a re-operation for the rectum fistulization. Patient is doing well with no further consequence.